Manufacturer narrative:
The insulin pump was received with operating currents within specifications pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion test. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during bolus. The customer reported that the insulin pump was alarming differently. The customer's blood glucose was 17 mmol/l at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.